Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came apart at the site location. The site location was patient's abdomen and the infusion set had been used for one day. Reportedly, there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.